Event description:
It was reported that while tapping it broke, a humeral small hammer backup was used. Delay from (0 - 30) minutes reported. No pieces fell or were left inside the patient.

Manufacturer narrative:
The associated humeral small hammer was returned and evaluated. A visual inspection the product confirmed the stated failure. The head has broken off from the shaft. The broken piece is returned with the complaint. The device was manufactured in 2015 and shows signs of significant wear/usage. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.